Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet suspended insulin delivery due to an occlusion alert, after which insulin was not resumed for a period, and the user experienced hyperglycemia with reported glucose around 320 mg/dl; the event followed a high-carbohydrate meal, and the user had previously disabled a continuous glucose monitor high alert. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, medical intervention, or long-term harm. Investigation included review of device logs and user feedback, as well as troubleshooting and education regarding alert response and safe use. Investigation of this case revealed an insulin occlusion with an alert that remained unacknowledged for an extended time, leading to suspended insulin delivery. It was concluded that the event was due to an insulin occlusion with delayed user acknowledgment and that education on responding to alerts was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.